Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not conducted". On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), headache ("headache"), abdominal pain ("abdominal pain"), back pain ("back pain"), feeling abnormal ("brain fog"), abdominal pain lower ("excessive cramping"), abdominal distension ("bloating"), depression ("depression.") And dysmenorrhoea ("dysmenorrhea"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, fatigue, headache, abdominal pain, back pain, feeling abnormal, abdominal pain lower, abdominal distension, depression and dysmenorrhoea outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, back pain, depression, dysmenorrhoea, fatigue, feeling abnormal, headache and pelvic pain to be related to essure. Most recent follow-up information incorporated above includes: on 4-apr-2018: plaintiff fact sheet received: reporter information, patient demographic and events (dysmenorrhea (cramping), bloating, depression, essure confirmation test not conducted) were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Cutaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not conducted". On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), headache ("headache"), abdominal pain ("abdominal pain"), back pain ("back pain"), feeling abnormal ("brain fog"), abdominal pain lower ("excessive cramping"), abdominal distension ("bloating"), depression ("depression."), dysmenorrhoea ("dysmenorrhea"), thyroid disorder ("thyroid has been affected / my thyroid were off"), frustration tolerance decreased ("frustrated") and blood cholesterol abnormal ("cholesterol were off"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, fatigue, headache, abdominal pain, back pain, feeling abnormal, abdominal pain lower, abdominal distension, depression, dysmenorrhoea, thyroid disorder, frustration tolerance decreased and blood cholesterol abnormal outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, back pain, blood cholesterol abnormal, depression, dysmenorrhoea, fatigue, feeling abnormal, frustration tolerance decreased, headache, pelvic pain and thyroid disorder to be related to essure. "Concerning the injuries reported in this case, the following one/ones was/were reported via social media: blood cholesterol abnormal, frustration tolerance decreased, thyroid disorder." Most recent follow-up information incorporated above includes: on (B)(6) 2018: events- "thyroid has been affected / my thyroid were off, frustrated, cholesterol were off" added from social media. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), headache ("headache"), abdominal pain ("abdominal pain"), back pain ("back pain"), feeling abnormal ("brain fog") and abdominal pain lower ("excessive cramping"). The patient was treated with surgery (to remove essure device). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, fatigue, headache, abdominal pain, back pain, feeling abnormal and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, back pain, fatigue, feeling abnormal, headache and pelvic pain to be related to essure. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.